Event description:
It was reported that a tpn therapy bag was found to have particulate within the bag. The particulate was discovered during the pharmacy quality control check; therefore, no patient involvement or adverse events occurred. No additional information is available.

Manufacturer narrative:
(B)(4). No samples were returned for evaluation. As the lot number was not provided, a batch review was not possible. The reporting facility informed baxter that a laboratory analysis identified the particulate matter as multi polyacrylic cryolite; however, no testing data was provided to baxter. Although the cause of the reported event is unknown, multi polyacrylic cryolite is not used in any of the components of this device. Should additional, relevant information become available, a follow-up report will be submitted.